Event description:
Spontaneous report. Local reference # (B)(4). Initial information received by septodont on 22-aug-2016. Additional information received by septodont on 29-aug-2016. On (B)(6) 2016, dentist reported to septodont sales representative that suspect device septoject evolution needle 30g short (batch: f03307aa, exp: 2019-11) "broke". Upon contacting the dentist by septodont customer service on 29-aug-2016, additional information was obtained: nature of event: the suspect device broke at the hub; suspect device batch number and expiration date; corrective treatment sought: the patient initially went to an oral surgeon on an unspecified date but the broken needle cannot be removed. The patient subsequent went to see a eye/ear/nose and throat doctor was removed the needle. No patient specifics (gender, age, medical history, aim of dental treatment, etc.) Were provided by reporting dentist. Type of injection performed not provided. Date of event: not provided. Date of visit to oral surgeon and to eye/ear/nose and throat doctor: not provided. Additional information received by septodont on 31-aug-2016 and 01-sep-2016: patient demographics: female, age approximately (B)(6) years, no known allergies, no known concomitant medications, not anxious prior to dental treatment, had been administered with a similar product in the past with no known complications. Event date clarified: (B)(6) 2016. Event resolution date clarified: (B)(6) 2016 (date when needle was removed at hospital); patient was hospitalized; patient's condition improved and adverse reaction disappeared after needle was removed. Indication for dental treatment: restoration; event verbatim updated to: "needle broke during mand. Block anesthesia leaving the needle in patient's cheek"; additional incident details: anesthetic was being administered (local anesthetic not specified) when breakage occurred. Patient was referred to oral surgeon and then to an ear nose & throat surgeon. Injection site was reported healthy; dentist reported that the suspect device involved was not bent prior to injection. Post-op medication was provided at hospital -- according to dentist, he expected antibiotics and pain medication were prescribed to patient post-op. New event term was added as the dentist reported that the patient had discomfort at the time of use of the suspect device. Complaint sample availability: according to dentist, the actual device involved in the incident is no longer available as it was immediately disposed of by staff. Additional adverse event term added on 06-sep-2016: in view that the dentist reported that he had used the suspect device for mandibular block anesthesia, which is not consistent with type of injection "infiltration" as described in the product IFU, adverse event term "intentional device misuse" has been added. Additional information received on 16-sep-2016 from primary manufacturer. Investigation analysis report (B)(4): no defect was detected on the needles from this batch. The incident may be due to misuse of the needle. Ie needle size for nerve block causality assessment on 02-sep-2016 by (B)(4) of initial information received on 22-aug-2016 and additional information received on 29-aug-2016, 31-aug-2016 and 01-sep-2016: seriousness: serious (pt: device breakage - required intervention to prevent permanent impairment/damage). Listedness/expectedness: device breakage: unexpected us/ca; discomfort: expected us/ca. Causality. Latency - not provided. Recognized association - yes. Analysis -this case described an incident in which the needle broke during mandibular block anesthesia leaving the needle in the patient's cheek and require the intervention of oral surgeon to remove the needle. The possible causes of breakage needle may result from a possible involuntary movement of the patient or dentist, a possible movement of needle or an inappropriate size of needle, an excessive pressure changing the resistance of needle during injection, a manufacturing defects. In this case, the fact of a short dental needle (30g short) was used may have contributed to the needle broken. No information about pressure or movement of needle during injection. The patient recovered without sequelae. Dechallenge - yes. Rechallenge - na. Concluded causality who: not assessable. Additional adverse event term added by (B)(4) on 06-sep-2016 after having reviewed the suspect device IFU: pt "intentional device misuse" added. Basis: in view that the dentist reported that he had used the suspect device for mandibular block anesthesia, which is not consistent with type of injection "infiltration" as described in the product IFU, adverse event term "intentional device misuse" has been added as the suspect product was used intentionally and inappropriately used not in accordance with the authorised product information by the reporting dentist. + causality assessment on 16-sep-2016 by mm on additional information received by primary manufacturer investigation report (analysis report). No defect was detected on the needles from this batch. The incident seems to be due to misuse of the product -needle size used inappropriate to the type of procedure i.e. Use of a 30g25 needle for a mandibular nerve block anaesthesia. Concluded causality who: unlikely.